Event description:
Healthcare professional reported rupture of left implant. The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell and missing orientation dot assessed as inconclusive. Additional observations: no other observations observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.